Event description:
(B)(6) is the initial importer of the device which is a rollator. The device has not been returned for evaluation. A follow-up submission will be made when additional data is available. While in use the front wheel broke. The user fell onto the tiled kitchen floor. She hit her head and shoulder. An ambulance took her to the hospital for testing including x-rays and a CT scan. No serious injuries were found.